Event description:
During service by a baxter technician, the device failed accuracy testing with an underdelivery. Per the service shop, the hospital representative stated that they have no record of any patient incidents involving this pump since the last baxter service event.

Manufacturer narrative:
Evalation summary: the reported underdelivery in service was confirmed. During testing, the pump underdelivered at 7.0%. A corrective and preventative action has been initiated.